Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet sleeve and tube lifter stuck in the reported problem area of the pipetter assembly. The fse replaced the collet sleeve, tip clamp, plunger clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.